Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. Corrected field: d4 - the device is lot coded, not serialized. Updated fields: d8, d9, h2, h3, h6, h7, h9, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The insulating insert had completely broken off. The broken fragment was not available for investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a therapeutic transurethral resection of the prostate under general anesthesia, the ceramic beak of the resection sheath detached into the patient's bladder. The detached ceramic beak was retrieved outside of a sheath using an optical forceps with the resection sheath, grasping the fragment and removing the whole device with the detached beak in the jaws of the forceps. The procedure was completed with a delay of five minutes. There were no reports of patient harm. The device was checked pre-operation without any issues noted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.